Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was doing well with her pain control without the stimulator and therefore she didn¿t need it. The patient wanted to turn on the stimulator but was unable to do so and saw a poor communication message on the programmer with and without the antenna attached. The recharger was fully charged and was unable to charge and showed a reposition antenna screen. The patient was not feeling any stimulation. The last time the patient charged was ¿a good while, probably 4-6 weeks ago¿ which was clarified to be april. The indications for use were failed back surgery syndrome and spinal pain. Additional information was received from the patient on (B)(6) 2019, at which time they requested MRI guidelines and reported their ins had not worked in years because they had stopped charging it due to a lot of improvement with their neuropathy. When they went back to try and recharge the ins, it would not recharge even after resetting the device. The patient inquired about having the device removed, so information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she needed the stimulator less and less. The patient reported that when she did recharge the battery, it took hours to come up to a full charge. The patient reported that she worked with a manufacturer¿s representative (rep) to reconcile the problem. The patient reported that this happened many years ago and didn¿t remember specific dates. The patient reported that she had considered to have it removed because she couldn¿t have mris. No further complications were reported.